Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician during investigation on 02 april 2020, unable to perform functional testing due to mid 23 (patient probe offset) message, as a result of defective I/o board. The primary report of the thermogard console displaying mid23 (patient probe offset) error message upon power up was confirmed during functional testing and review of the data event log. The root cause was due to the damaged I/o processor board likely due to normal wear and tear of the console. The console was manufactured on 17 february 2015, and is over 5 years old past the expected service life. The secondary report of the console producing noise from the rotor pump was confirmed during functional testing. The root cause was due to a damaged rotor pump head due to wear and tear. Upon visual inspection no physical damage was observed. The console failed functional testing due to mid:23 and the event log review showed occurrence of mid:23 on the reported complaint date. The I/o board will be replaced to address the mid:23 error. After replacement of the damaged components, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) displayed mid 23 (patient probe offset) message on the display head. Following this the user was able reset the message and continued with ivtm therapy. User observed the rotor pump was producing a noise and metal particles visible on the bottom raceway of the console. The ivtm therapy was completed. No consequences or impact to patient. During investigation on 02 april 2020, unable to perform functional testing due to mid 23 (patient probe offset) message, as a result of defective I/o board.